Event description:
Lid limit switch and surrounding wiring were burned up.

Manufacturer narrative:
Upon inspection, steris technician has found that the lid limit switch and surrounding wiring on sonic energy cleaner were burned up. The investigation has shown that the lift bar gasket was missing and water trailed down from the lid and shorted the switch. Although an extinguisher was needed, there was no property damage and no injury. The unit will be replaced and returned to MFR for complete evaluation. The new units have the wiring harness routed in manner to avoid electrical connections damage. A technical change was also implemented in june 2007 to change the wire nuts on the switch for a cap end terminals.